Event description:
It was reported that the patient received a shock and the device "malfunctioned". It was also reported that the patient received multiple shocks for t wave oversensing while the patient was sick and their electrolytes were off. The patient was treated and the t wave oversensing is gone. The device and lead are still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received a shock and the device "malfunctioned". It was also reported that the patient received multiple shocks for t wave oversensing while the patient was sick and their electrolytes were off. The patient was treated and the t wave oversensing is gone. The device and lead are still in use. It was later reported the device was explanted and replaced due to normal battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.